Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a fluid leak in cylinder the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx10mm cylinders, pump and reservoir were implanted. The patient is doing fine today. Should additional information be received a supplemental report will be submitted.